Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the reported lot was performed. In-house testing on the reported strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0. On (B)(6) 2016, inratio inr = 1.8. On (B)(6) 2016, inratio inr = 1.8. Coumadin dosage was increased after last inratio reading on (B)(6) 2016. On (B)(6) 2016, inratio inr = 4.3. No reported adverse patient sequela.